Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of right atrial signals resulting in pacing inhibition. The oversensing and inhibition were a result of dislodgment. The pulse generator was reprogrammed. This device remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).